Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.